Event description:
It was reported that right ventricular (rv) lead exhibited noise signals and oversensing on the right ventricle. The device presented high impedances. The patient has immediate junctional rhythm. The lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).